Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that patient has experienced severe pain and toxic levels of cobalt and chromium in her blood. Doi: unknown - dor: (B)(6) 2010 (right hip). Patient is a resident of (B)(6). Update: (B)(6) 2012 - litigation papers received. Date of implantation was provided- (B)(6) 2010. There is no new additional information that would affect the outcome of the investigation. Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of alval, metallosis, elevated ion levels, noise, and the stem loose in the sleeve. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.